Manufacturer narrative:
The star1033 biopsy site identifier is a sterile, single-patient use device that is placed into soft tissue during a biopsy procedure to radiographically mark a surgical location. In this event, the star1033 biopsy site identifier was used in conjunction with the mst1009 biopsy system and other disposable equipment. Devicor medical products is the legal manufacturer of the mst1009 biopsy system and distributor of the star1033 biopsy site identifier. This complaint was received from devicor medical products for further investigation. This report is specific only to the star1033 biopsy site identifier analysis. The procedure was completed with no reaction at that time. A superficial tissue reaction was reported several hours after the procedure. The device remains implanted and to our knowledge no further intervention was required and the reaction has resolved. A second reaction identical to the one described in this report also occurred in a second patient at the same facility on the same day. See MDR report #: 2134494-2016-00001 for additional information. This facility has since completed additional biopsies and marker placements without incident. The device was not returned for evaluation. Biocompatibility testing has been conducted and has demonstrated that the device is non-irritating and non-sensitizing. The device history record was reviewed, including packaging and sterilization records, and no discrepancies were found. A related experience review was conducted and no other instances of this event have been reported for this catalog number at any other facility. The above narrative indicates that the reaction was likely not related to the use of the star1033 biopsy site identifier. However, it cannot be definitively concluded that this device did not cause or contribute to the event and as such we are submitting this medwatch report.

Event description:
The sales rep reported that the patient developed an allergic reaction several hours after the st biopsy. The breast swelled up around the incision area to twice the size of the breast.